Event description:
The drill bit broke and a piece was left in the pt.

Manufacturer narrative:
Examination was possible, as the remainder of the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.